Event description:
Additional information received indicated that the system was replaced in (B)(6) 2013. It was stated that system went up to patient's neck because it wasn't properly secured.

Event description:
It was reported there was a lead migration. The lead had migrated from t8 to t3 sometime after implant. As a result, stimulation was not covering pain area. The patient was not receiving stimulation and will require surgery to repair spinal cord stimulation system functionality. Lead revision surgery was planned but not scheduled as of the time of report. Patient symptoms included less than 50% therapy relief, and the location of the symptoms was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).